Event description:
Troubleshooting was requested by a nurse practitioner who was with a patient implanted with vns. The np was able to interrogate the patient¿s device and perform system diagnostic testing without issue. The system diagnostics were all within normal limits and there were no delays or communication errors with the device. However, when the np attempted to run magnet mode diagnostics, an error message was repeatedly observed stating "the pulse generator did not sense a magnet swipe during the execution of the magnet mode diagnostics. Please execute the diagnostic again and verify that the pulse generator is swiped with the magnet before starting the diagnostics. If you have any questions, please consult the physician's manual or contact cyberonics". Troubleshooting was being requested for this reason. The swiping technique was discussed, and it appeared to be adequate for initiating a magnet activation. The magnet on time was programmed to 60 seconds on. Recent magnet history was reviewed from the device history on the handheld , which showed that the magnet activations were registering ¿ evident by the most recent magnet swipes being within two minutes of the current time displayed on the handheld. The patient also reported to feel the stimulation from the magnet activation while magnet mode diagnostics were attempted. An alternate programming system was used, as well as another magnet, but still the magnet mode diagnostic test produced the same error message about failing to sense a magnet swipe. Communication between the programming system and generator did not appear to be a contributing factor since the device was interrogated and system diagnostics could be successfully performed. The np reported being able to successfully perform a magnet mode diagnostic test within the past week with another unknown patient. Even with all the troubleshooting that was performed/discussed, the issue could not be resolved. The device programming history was downloaded from the nurse practitioner's handheld. No anomalies were noted.

Manufacturer narrative:
Review of device programming history.